Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damaged. Customer reported that insulin pump was dropped. Customer's blood glucose was 509 mg/dl, which was treated with bolus delivery. Customer was advised that insulin pump would need to be replaced.